Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off by it self. Customer's blood glucose was unknown at the time of incident, although customer said it was high recently. Troubleshooting found that the pump was missing a piece of plastic at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.